Event description:
It was reported that the patient felt "burning" in the "glutina" buttocks area during magnetic resonance imaging (MRI). The health care provider (hcp) was unaware the patient had an implant when she arrived the saturday prior to the report to have the MRI. When the scan started the patient felt a "burning sensation" in her buttocks area. The scan was stopped and the patient was doing fine because she came back in the day of the report to continue the MRI. The hcp refused to scan the patient. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28 lot# v940067, implanted: 2012 (B)(6) product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).